Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate after loading 130 units of insulin. Customer reloaded that same cartridge and the insulin gauge was accurate. There was no adverse impact to the customer's blood glucose level due to the insulin gauge; however, customer's blood glucose level had been elevated earlier in the day and the cause was unknown. Elevated level was treated by delivering a bolus via the pump. System check was performed with tandem technical support and no issues were found. Contact reported that customer may not be correcting properly (via bolus) for food consumed, as well as customer is an adolescent and does not always follow proper guidelines when correcting for meals.